Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in zone 2 in a patient for the emergent endovascular treatment of a type b dissection in the thoracic aorta. At the time of implant the left subclavian artery was intentionally partially covered. An additional valiant stent graft was implanted proximally to resolve the false lumen enlargement from the proximal dissection. A CT revealed that there was retrograde false lumen perfusion at the distal end of the valiant stent graft. Per the investigator the retrograde false lumen perfusion did not result in a clinical event/secondary intervention so it was assessed a not to be either device or procedure related. No intervention was reported to have been performed. It was reported that a CT revealed that there is a proximal type I endoleak or retrograde perfusion of the false lumen. The technical observation was already present before this exam. There was no intervention performed. Per the investigator the proximal type I endoleak did not result in a clinical event/secondary intervention no clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Correction: patient age was updated.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.